Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed as nypro, mx is an OEM manufacturing site. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safe clip is not clipping the needle with a bd needle clipping device safe clip. This occurred on 3 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported that consumer's safe clip is not clipping any needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test. H3 other text : see h.10.

Event description:
It was reported that the safeclip is not clipping the needle with a bd needle clipping device safe clip. This occurred on 3 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported that consumer's safeclip is not clipping any needle.